Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The guide wire was broken at is proximal end and was missing approximately 1.250 of its length; this portion of the guidewire was not returned. The break area showed signs of plastic deformation consistent with the guidewire being bent during use. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that a piece of the guide wire broke off during use. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.